Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon string wasnt attached [device breakage]. Their plastic was open and the edge of the plastic was sharp - tampon [device physical property issue]. Case description: consumer reported via e-mail that the string wasn't attached to the tampon. No injury reported.